Manufacturer narrative:
While it is unk if the nupro used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that a pt developed swelling of the lips and tongue after a procedure was performed using nupro prophy paste; the reporter is not certain that nupro was the product used as the cup was pulled from a jar that contained paste from different manufacturers. No intervention was required as a result.